Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 9:00am. The patient reported blood glucose results of ''86 and 61mg/dl'' with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is exceeded the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly manages her diabetes with a basal rate of humalog insulin through pump therapy. The patient claimed that approximately 15 minutes prior to testing her blood glucose on the subject meter, she was experiencing symptoms of ''palpitations, shaking and loss of concentration'' all of which she attributed to a low blood glucose. The patient denied testing on another device and reportedly self treated with a juice box (15g carbohydrates) after testing at 9am and reportedly felt better 15 minutes later. The patient informed the mss that her blood glucose levels/values obtained through a continuous glucose monitoring (cgm) device were normal prior to this alleged issue. The patient could not recall when she last calibrated the cgm with the meter. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. The samples were obtained from the same approved. A quality control solution test was not performed since the patient did not have any more test strips or control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms occurred before the alleged issue began and symptoms and form of self-treatment was consistent with the results obtained on the subject meter. However, this complaint is being reported because the subject device did not meet lfs' accuracy.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The test strips have not yet been returned. If returned, or if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.